Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead displayed noise. The pace/sense portion of this lead was capped and replaced. The shocking portion remains active.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.